Event description:
Reported false positive result (analyte unknown) for 1 asymptomatic patient (off-label). Unknown if the result was confirmed. Confirmation method(s) not provided. The customer also reported 13 additional patient events which are captured on separate reports. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.